Manufacturer narrative:
Date of event is approximate. The toothbrush catalog number was not provided. The complaint was received from a consumer in (B)(6).

Event description:
A consumer reported that their diamondclean power toothbrush metal shaft detached during brushing. No injuries were reported. A potential choking hazard was identified.

Manufacturer narrative:
Analysis results: the cause of the customers complaint is a failed shaft press fit. Philips oral health care determined that metal shaft separation is not likely to cause or contribute to death or serious injury if it were to reoccur. This case is now determined to be not reportable. Reportability for initial MFR report number (B)(4) submitted on 07/13/2022 can be removed.

Event description:
Philips oral health care determined that metal shaft separation is not likely to cause or contribute to death or serious injury if it were to reoccur. This case is now determined to be not reportable. Product was returned for investigation. The cause of the customers complaint is a failed shaft press fit.